Manufacturer narrative:
H.6. Investigation: customer returned (38) used 32g x 4mm bd pen needles without tear drop labels attached. Consumer reported today during injection, there was no insulin flow. All 38 returned pen needles were examined, and it was observed that 31 pen needles had bent non-patient end (npe) cannulas, and seven had broken npe cannulas, however, no evidence of manufacturing defects was observed. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the consumer would think the pen needles were clogged (as reported). Since all 38 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320122 batch no. 8281678. Expiration date: 2023-10-31, incident date: 2019-10-01 and item: nano pen needle. Consumer reported during injection, there was no insulin flow. She was able to get her dosage by the third pen needle, 2 pen needles did not flow during injection. Does not prime before use. Consumer has a total of 22 pen needles collected between a few boxes, including the two pen needles, she's reporting today. 2 boxes: lot number unknown she does not know which failed pen needle belongs to which box out of the 22, 2 pen needles came from lot: 8281678. From email: email received¿2019-09-28 19:37:37 I have 30n needles that have not worked in last 30 days!!!! Would not inject the insulin! Waht a rip-off. Younshoyuld replace them!

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320122 batch no. 8281678. Verbatim: expiration date: 2023-10-31. Incident date: (B)(6) 2019. Item: nano pen needle. Consumer reported during injection, there was no insulin flow. She was able to get her dosage by the third pen needle, 2 pen needles did not flow during injection. Does not prime before use. Consumer has a total of 22 pen needles collected between a few boxes, including the two pen needles, she's reporting today. 2 boxes: lot number unknown. She does not know which failed pen needle belongs to which box. Out of the 22, 2 pen needles came from lot: 8281678. Verbatim from email: email received 2019-09-28 19:37:37. I have 30n needles that have not worked in last 30 days!!!! Would not inject the insulin!!! What a rip-off. You should replace them!!!!.